Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and manufacturers were referenced in the article, but with no manufacturer device/product failure correlation/serial numbers. The gender of the baseline characteristics is male and the baseline age is approximately (B)(6) years old. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: post pacemaker implant pericarditis: incidence and outcomes with active-fixation leads. Pace (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there was one patient death and patients who experienced pericardial effusion, cardiac tamponade, and pericarditis. The article also noted lead dislodgement requiring repositioning of the lead. The author noted the patient that died developed post-operative pleuritic chest pain. The patient was administered blood thinner. Three days later the patient presented to the emergency department with chest pain and shortness of breath, collapsed, and could not be resuscitated. The status of the leads is unknown. Further follow up did not yet yield any additional information.